Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davo ventrio st(device #3)may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st(device #3). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip(device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008, (B)(6) 2012 and (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh(device #1), ventralex st patch(device #2) and/or ventrio st(device #3). The patient had subsequent surgical intervention due to the hernia mesh device(s)(device#1, device #2 and device #3). The patient is making a claim for an adverse patient outcome against the bard/davol sepramesh(device #1), ventralex st patch(device #2) and ventrio st (device #3). The attorney alleges patient experienced emotional distress and the devices were defective.